Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer called and reported received a pump error, then pump shuts off. Customer also reported can't able to go to any other screen. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer was able to clear the error and complete rewind if requested. Conducted fill cannula delivery test but delivery was not recorded in daily history. Customer confirmed the pump screen was frozen. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing.. The pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test . The pump was monitored and no unexpected alarm anomaly or frozen display noted. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. Pump error 63 is found in history file number: 2017, line number: 147. Sw/hw: hw (possible hw), grouping: twi interface on main/motor processor. In summary, customer alleged frozen display not confirmed. Pump error 63 was found in history file on event date due to twi interface on main/motor. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.